Event description:
It was reported the axle shaft was sliding out of wheel, which could possibly indicate the brakes cannot be engaged. The model number and serial number of the device have not been provided at this time. There are no reports of patient involvement or adverse consequences.

Manufacturer narrative:
Investigation complete. H codes updated to match investigation results.

Event description:
It was reported the axle shaft was sliding out of wheel, which could possibly indicate the brakes cannot be engaged. The model number and serial number of the device have not been provided at this time. There are no reports of patient involvement or adverse consequences.